Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results with their onetouch verio iq meter. The reporter claimed to have obtained blood glucose readings of "over 300mg/dl" with the subject meter, compared to an unknown reading on a freestyle freedom lite meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.